Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave hybrid, type b plug iabp, but was unable to reproduce the reported issue. The fse found no abnormal alarms on the logs. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6). An additional contact person at the event site is (B)(6).

Event description:
It was reported by the customer that while in use, the cardiosave intra-aortic balloon pump (iabp) unit had a low augmentation alarm sound. The customer was also unable to reset the alarm so the iabp was removed from use and another iabp was used to continue the case. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h6 (health effect ¿ impact codes).

Event description:
N/a.